Event description:
The customer reported that while the unit was in use on a pt, the unit displayed "no pt status available", and " system failure" messages. The pt was switched to anotehr unit and therapy was continued. No pt injury was reported.